Manufacturer narrative:
Correction to box b: outcomes attributed to ae. 'Required intervention' should not have been selected.

Event description:
The manufacturer received information alleging the dreamstation humidifier's over-humidification caused non-serious injuries of "wet sinuses", bronchitis, and "having a hard time breathing". The patient reported having a medical intervention, was diagnosed with bronchitis, had a steroid shot, and was prescribed medication. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging the dreamstation humidifier's over-humidification caused non-serious injuries of "wet sinuses", bronchitis, and "having a hard time breathing". The patient reported having a medical intervention, was diagnosed with bronchitis, had a steroid shot, and was prescribed medication. Despite multiple good-faith efforts performed on (B)(6) 2024, the device has not been returned to manufacturer. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Update: manufacturer tab: section h: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.